Event description:
It was reported that the patient received a vibratory alert. Upon interrogation, non-sustained lead noise due to far p wave oversensing was observed. Programming changes were made. Subsequently, the oversensing recurred. Lead damage was suspected. The lead remains implanted at this time, but revision is being considered. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced due to noise. Patient condition was good.